Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), implanted: (B)(6) 2013, product type: recharger. Product ID: 97740, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient lost weight and was now getting a shocking sensation in her right low back at increased amplitudes when she moved around. An impedance check was performed which revealed high impedances of greater than 10,000 on electrode #8 which was programmed. The rep. Reprogrammed the patient avoiding using electrode #8 and was able to maintain good coverage of the low back area without the shocking sensation when the patient moved around which resolved the issue. Relevant medical history includes spinal pain. Refer to manufacturing report #3004209178-2015-22880.